Event description:
It was reported that the foley catheter was inserted and then fell out of spino ortho case patient during procedure. Stated that new foley catheter was inserted. Also, foley catheter was inserted in a patient and fell out during procedure. It was prone spine case and foley was inserted with urology assistance with cystoscopy and urethral dilation under fluoroscopy, the patient needs to be flipped back supine to reinsert, it was 2 hours delay in starting actual case. A foley catheter was placed in a prone spine case patient before procedure and it fell out but foley catheter was not inserted after it fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be" imperfection in balloon due to process ". It was unknown whether the device had met relevant specifications. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst." "Insert catheter two more inches and inflate catheter balloon." "Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe" "once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck" the device was not returned.

Event description:
It was reported that the foley catheter was inserted and then fell out of spino ortho case patient during procedure. Stated that new foley catheter was inserted. Also, foley catheter was inserted in a patient and fell out during procedure. It was prone spine case and foley was inserted with urology assistance with cystoscopy and urethral dilation under fluoroscopy, the patient needs to be flipped back supine to reinsert, it was 2 hours delay in starting actual case. A foley catheter was placed in a prone spine case patient before procedure and it fell out but foley catheter was not inserted after it fell out.